Event description:
My CPAP machine apparently has been having intermittent foam deterioration for several years. After being notified by medicare not to use may machine this may have been my problem. I had been changing filters and gear, to get the particles to stop, or letting the machine run for a while to clear up the airway. The current recall does not include my machine a remstar se, so that is why I am reporting this. FDA safety report ID# (B)(4).